Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unknown screw/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a tab which couldn¿t be accounted for in a case on (B)(6) 2020 had been left in a patient, as identified through post op x ray. It was asked if the tab need to be removed, it was advised as per the surgical technique, the tabs should always be removed at the end of the surgery. The surgeon was aware of this during the surgery, however the tab must¿ve been accidentally missed when inspecting the operative field and it was assumed the tab had accidentally been discarded/lost. The surgeon will determining an appropriate course of action. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1: corrected manufacturer contact information device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the tab is part of the screw and it is still being in situ. The decision was made not to operate imminently and review in subsequent follow ups to see if the tab is causing any discomfort.